Event description:
The patient experienced abdominal cramping when the stimulation was on and off after lead placement. He was hospitalized for an unknown period of time due to the cramping. The lead was revised on (B)(6)-2012 and was pulled down 1 vertebra (from t8 to t9). The abdominal cramping resolved within a week of the revision. He was getting good stimulation.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, serial# (B)(4), product type programmer, (B)(4).